Manufacturer narrative:
Patient specifics with regard to gender, age, and weight, were not provided. It was reported that the patient's precice nail was removed and the patient was implanted with a new precice nail, without incident. No negative outcomes were reported. The device has yet to be returned; therefore, no evaluation can be conducted. A DHR review revealed that the device met all of the required quality inspections and was released within specifications.

Event description:
A distributor alleged that a patient's precice nail did not appear to lengthen after approximately seven (7) weeks of implantation.